Event description:
During preventive maintenance, the roller pump displayed a "motor error" message. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.